Manufacturer narrative:
A product development investigation was performed for the rod introducer (part number 03.616.048, lot number 6399842). The subject device was returned with the complaint condition stating the tip of the rod holder is damaged. This damage results, that the rod could not be held in position anymore. The surface of the tip shows wear marks which indicates that this instrument was frequently used. The complaint was confirmed. The review of the production history revealed that this instrument was manufactured in november 2010 according to specifications. No complaint related anomalies were identified. Therefore no manufacturing product failure could be detected. The root cause was undetermined, however, the most probable root cause is high applied force during the rod introduction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (Other): UDI # (B)(4) lot unknown. Implant and explant dates: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter contact number: (B)(6) . Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, intra-operatively, attaching of a rod on to the rod holder and to hold it in position was not possible. The surgery was completed successfully with substitute holder without delay. No patient harm occurred. Complaint involves one (1) part. Concomitant devices reported: rod (part # unknown, lot # unknown, quantity 1). This report is for one (1) rod introducer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer: date reported as 10/17/2016 - should be 10/27/2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.